Manufacturer narrative:
The customer¿s report of a communication error was confirmed in the pcu event log. The error was not duplicated during testing of the returned devices the pcu event log shows that there were 5 instances of channel disconnects that occurred on (B)(6) 2014. All 5 occurred on the male (right) side of the pcu, with the modules attached infusing at 10ml/hr. The log also shows 4 other instances of channel disconnects; two occurred prior to the day of the reported event (3:14 pm and 3:32 pm on (B)(6) 2014) and two after the day of the reported event (2:25 pm and 2:26 pm on (B)(6) 2014). The pcu¿s male iui was examined under microscope. Contamination and fibers were present on the pins, most noticeably around pins 11 through 15. The system was received with the pump modules attached to the right side of the pcu. The pump modules were programmed to run at the same rates as when the channel disconnects occurred. The system was left running as programmed and the pump modules were physically manipulated randomly during the infusion in an attempt to replicate the channel disconnects/communication errors. The pump modules ran for 24 hours without any errors and a channel disconnect or communication error could not be reproduced. The root cause of the customer¿s experience was identified as contamination around pins 11 through 15 of the pcu¿s male iui.

Event description:
The customer reported a communication error occurred while the system was infusing. The customer's internal report says that an ICU patient was on multiple vasopressors and ¿2 of the alaris pump module said communication error and the rn had not touched the pumps.¿ at the time of the incident lvp s/n (B)(4) was channel c on the right side of the pcu, and to its right was channel d, lvp s/n (B)(4). Vasopressors were not infusing on the two affected channels; although reportedly the patient was quite sensitive to norepinehrine dosing because her blood pressure dropped just from the nurse changing the bag, the norepi was infusing on a different channel than either of the affected channels. The affected channels were infusing protonix and octreotide. Additionally the patient was receiving vasopressin, bicarb, and epinephrine infusions. The customer says he visualized the connectors on the devices and all appeared to be ok. He also attempted to manipulate the devices to create a channel disconnect but was unsuccessful. There was no effect on the patient's condition.